Event description:
The user facility reported that the tip of the involve glidewire wire broke off in the patient during a procedure. They were able to retrieve the tip of the wire with a snare, and nothing was left inside the patient. There was no harm to the patient. The reported event did not result in patient injury or require surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury. The event occurred intra-operative. Additional information was received on 07 mar 2024: the procedure performed was a thrombectomy with inari equipment. The patient's anatomy was tortuous when working with the wire that broke. The size of wire tip that broke off was 3 centimeters (cm). They were using an inari's thrombectomy device with the guidewire at the time of breakage.